Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 8 events were reported for this quarter. Product return status: 7 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 7 events were confirmed during testing. 5 devices were found to be affected by corrosion. 1 device was found to be affected by a shattered bearing. 1 device was found to be affected by compromised lubrication. Additional information: 8 devices are not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.